Event description:
The lead was explanted when the patient received inappropriate therapies due to noise.

Manufacturer narrative:
The reported field experience was confirmed. The insulation between the ring electrode and the termination crimp ring had been stretched and deformed, and the inner coil was fractured. A cyclic bending in a narrow angle could lead to a breakage of the inner coil over time due to fatigue. The reported noise was most likely caused by the fractured inner coil. There was no indication of defects in materials or workmanship.